Event description:
As reported by user, during an angiograpic procedure, when the technician drew back to perform negative fluid aspiration, air bubbles were noted in the line between the one-way check valve and the waste bag on the closed system. The pt was unaffected. The used device was discarded by the hospital.

Manufacturer narrative:
A device history review has been performed on the reported lot number and no quality or manufacturing deficiencies were noted at the time of manufacture of the device. No previous complaints have been rec'd on the reported lot number. As the customer did not retain a sample, no failure analysis can be performed, and the method or event which would cause air in the reported location can not be determined. Should air bubbles exist in the reported location, however, they should not pose a safety risk, as the check valve has a one-way flow into the waste bag. The reported event is not occurring more frequently or with greater severity than is usual for the device. The info contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.